Event description:
I have been feeling many symptoms for a long time. No one in my family has autoimmune system problem except for me. I have routine blood work for my t3, t4, and tsh and other documents I can provide dating years back. As well as a record of atleast 6 orthopedic in reference to joint/muscle pain and countless messages/bills for chronic neck and back pain. Autoimmune disease, hashimotos thyroiditis, cognitive impairment/foggy brain, dry skin, insomnia headaches, mood swings, weight gain, tenderness near breast/ implant site, extreme fatigue, inflammation, heart palpitations, irritable bowel, night sweats, hair loss, muscle/ joint pain, hysterectomy (B)(6) 2018.